Event description:
It was reported that the footboard of a m41srr powered wheelchair doesn't stay up when the user wants to step off the chair and instead it falls on the user's back leg. There was no report of injury.